Manufacturer narrative:
The last calibration performed on (B)(6)2021 was ok and there were no alarms. Na controls were initially in range on the day of the event. Repeat measurement of the first control level was out of range high. A subsequent measurement of the first control level was back within range. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer could not determine a cause. The ise module and ise support box were replaced. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they have been having ongoing issues on the second channel of their cobas 8000 ise module. They have been seeing a 5% difference in patient values between the first and second channel. The reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on the analyzer. The sample initially resulted in a na value of 124 mmol/l which was reported outside of the laboratory. The sample was repeated, resulting in a value of 129 mmol/l. The sample was then repeated five more times, resulting in values of 130 mmol/l and 129 mmol/l on the first channel and values of 124 mmol/l, 123 mmol/l, and 125 mmol/l on the second channel. The value of 129 mmol/l was deemed to be correct and a report correction was issued. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
Na.